Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low battery alarm. The customer woke up with blood glucose of 307 mg/dl and the pump screen was dead. The customer was assisted with getting the pump to stop beeping. The product was not returned for analysis.